Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a fracture of the distal humerus. The four 2.7 mm variable angle (va) locking screws inserted in the distal could not be locked. Therefore, the surgeon removed them to reinsert. At that time, metal thread-like objects came out. The surgeon said it was unlikely that the screws were inserted beyond 15 degrees because the screws were inserted after drilling was done in fix mode rather than va mode and that there was no problem with the screw insertion angle. The surgery was completed successfully within thirty minutes delay. There was no patient consequence. This report is for an unknown 2.7mm va locking screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4 - 510k: this report is for an unknown 2.7mm va locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.